Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating ECG signal fault. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The rse (remote service engineer) confirmed by contacted customer, ECG signal intermittent display. The customer observed the error message displayed on the monitor. The fse (field service engineer) onsite checked and confirmed 1 lead of 3 lead ECG cable is no signal, the customer replaced 3 lead ECG cable by themself. The device returns to normal after replacement. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.